Manufacturer narrative:
Device passed the displacement. Unable to performed the self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to loose drive support disk noted. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a loose drive support cap, damage, and high blood glucose level. The blood glucose at the time of the incident was 300 mg/dl. The customer states the drive support cap is protruded. The customer stated he did push the drive support cap back in, but protruded once again. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.